Event description:
Product returned with no information.

Manufacturer narrative:
(B)(4) - analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing.